Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 14-jun-2017, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse found dried presence sensor shaft due to operator. Fse lubricated the shaft and performed the c-cup transfer test, x30, x50,x50 with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was operator error.

Event description:
On (B)(6) 2017, a customer reported error 4153 c-trans home over-run with their aia-900 analyzer. Customer stated that error occurs, reboot, added a couple of drops of etoh, then additional cleaning and then all set home. Analyzer is making a sound prior to the error - drops the cup into the incubator - the cup is dropped crooked and hitting something - not on every cup, error persists. The customer is unable to run fsh, lhii e2, prl, pth, lh ii, and prog ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lhii e2, prl, pth, lh ii, and prog ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.